Manufacturer narrative:
The manufacturer has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. The manufacturer defers to the patient's physician regarding medical history.

Event description:
It was reported the patient pocket site incision was not fully healed since revision on (B)(6) 2017 (reference MFR. Report#: 1627487-2017-06125), and surgeon explanted scs system due to risk of infection on (B)(6) 2018.

Event description:
Follow up information identified that the patient's issue resolved over time with treatment of antibiotics.